Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced battery failed alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer confirmed that battery cap contacts and battery compartment were not damaged or corroded. Customer reported that the pump would not power on after replacing numerous batteries. No harm requiring medical intervention was reported. Mmt-1885 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unable to test for failed battery test alarm due to blank display. The pump was received with a blank display. Unable to perform the self test, sleep current measurement, and active current measurement due to blank display. Unable to download history files and traces using thump due to blank display.unable to generate the power management graph due to blank display.pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2, and force sensor. Moisture damage was found on the motor.the following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button.the test p-cap and reservoir does lock in place in the reservoir compartment.using a test pcba 1 and the original pcba 2, the pump had blank display.using a test pcba 2 and the original pcba 1, the pump had blank display.blank display was confirmed during analysis due to corroded electronic assembly.unable to perform the history review 1 week prior to the event date 07-aug-2024 in the pump history file due to blank display. Unable to verify bolus delivery, input source of boluses delivered and any alarms/suspends for event date 21-jul-2023 due to blank display. Failed battery test alarm was unknown due to blank display. Unable to perform the required testing due to blank display. Blank display was confirmed during analysis due to due to corroded electronic assembly. Unable to download confirmed due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.